Manufacturer narrative:
The clinic did not request service on the equipment and did not request consultation with amo medical monitors. An amo clinical development specialist visited the clinic to obtain the pt data; however, this data was not provided.

Event description:
The clinic reported an unexpected outcome on a pt treated for laser vision correction. The pt presented post operatively with an irregular cornea and visual complaints. Additional info has been requested regarding the pt's treatment and outcome; however, this info has not been provided.